Event description:
It was reported that in the patient's room, the doctor encountered difficulty inserting the swg and it stopped 20cm of the targeted site, the right inguinal region. He then inserted the catheter over the swg, and the catheter also became stuck at approximately 15cm. As a result, both the catheter and swg were together removed, and a new kit was opened and successfully used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Additional information: the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.